Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient¿s blood glucose levels increased to approximately 1600 mg/dl after an unspecified duration of pod wear. The patient noted that the increase in blood glucose occurred following a pod auto-shutoff and confirmed that the auto-off setting was enabled for six hours. The auto-off alarm was appropriately generated on the date of the event. The omnipod pod shut-off feature is designed to automatically deactivate the pod if the user does not interact with the omnipod 5 app within a period defined by the user in their app settings. The patient reported developing symptoms including dehydration, which prompted her to seek medical attention. The patient presented to the emergency room and was subsequently admitted to the intensive care unit with a diagnosis of diabetic ketoacidosis. Treatment during hospitalization included intravenous therapy. The patient remained hospitalized until (B)(6) 2026.